Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found damage to the transition tubing of the catheter.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump. The indication for use was noted as intractable spasticity. The patient never got therapeutic effect since pump implant; the pump had not worked since implant. A rotor study was performed on (B)(6) 2015 but the results were unknown. It was unknown as to whether there was patient injury. The pump was explanted and replaced. The explanted pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.